Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin out of infusion when priming. Customer's blood glucose value was unknown. Customer also stated that insulin pump had failed battery test alarm. The device will not return for analysis.